Event description:
In 2005, the lay reporter contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The patient obtained results of 235 and 140 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient received no medical attention at the time of concern. The customer service agent (csa) noted that the test strips did not have correct strip dimension. The meter, test strips, and control solution were replaced.